Manufacturer narrative:
(B)(4).

Event description:
--

Event description:
Boston scientific received information that during a routine device interrogation oversensing of noise on the right atrial (ra) channel that led to inappropriate mode switching was observed the noise could be reproduced when the patient pushed their hands together. It was noted that the patient presented to the clinic with the ra lead programmed in unipolar configuration. Further review of the device's history found that the ra impedance measurement was greater than 2000 ohms six months earlier when programmed to bipolar configuration. When programmed to unipolar the impedance measurement is within range at 428 ohms.the ra lead was left programmed unipolar and the atrial tachy response (atr) mode switch cycle was reprogrammed. The system remains in service and physician will continue to monitor the patient. No further tests were performed and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.